Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a service history review were performed. The f-66 alarm was identified during the power on self test. The cause of the condition was determined to be a damaged sensor board. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product evaluation as part preventive maintenance by a service technician a flogard pump was presented the f66 alarm. There was no patient involvement. No additional information is available.